Event description:
As reported by alterra clinical study, a single wire type 1 fracture at the alterra inflow (rung 1) on the 1 year fluoroscopy.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The following sections of this report have been updated: corrected h.6 component codes and investigation conclusions and added new information to h.6 type of investigation and investigation findings. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. The complaint event site provided imagery relevant to the complaint and the following observed: upon review of the one year chest fluoro, two fractures were observed on rung 1 of the alterra inflow (proximal) apices. Additionally, nine stent apices were observed penetrating at the inflow and seven stent apices at the outflow. None were penetrating into the aortic wall. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed similar returned complaints for the trend categories. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. The instructions were reviewed instruction for use (IFU) forifu for alterra adaptive prestent system, procedural training manual, IFU for edwards alterra adaptive prestent system and no IFU/training deficiencies were identified. The complaint for frame - strut fracture was confirmed through the provided imagery. A review of the DHR, lot history, and manufacturing mitigations revealed no indication that a manufacturing non-conformance contributed to the complaint. Additionally, a review of IFU materials revealed no deficiencies. An in-depth evaluation related to alterra prestent fracture has been documented in technical summary. As such, the potential fracture on the proximal end of the frame could be attributed to the conditions of the patient's anatomy. Technical summary documented a review of available CT scans / imagery for patients with a fractured stent. As seen in the provided imagery, two fractures were observed at the alterra inflow (proximal) apices. While a definitive root cause is unable to be determined, available information suggests that patient factors may have contributed to the reported event. The complaint for frame - device penetration was confirmed by the provided imagery. A review of the DHR, lot history, and manufacturing mitigations revealed no indication that a manufacturing non-conformance contributed to the complaint. Additionally, a review of IFU materials revealed no deficiencies. An in-depth evaluation related to alterra prestent penetration has been documented in technical summary. However, no manufacturing non-conformances that could have contributed to a penetration were detected as all prestent dimensions and chronic outward force lot release inspections met in process specifications. Penetration is a mechanism for anchoring prestent to anatomy and to prevent other risks (e.g. Prestent migration). Patient anatomy - none of the patient features evaluated (e.g. Pulmonary diameters, length, previous cardiac surgeries) could be correlated to an increased risk of a penetration. However, a category 2 penetration is potentially dependent on the proximity of the pulmonary artery with adjacent vasculature. In this case, a category 1c penetration was observed at the outflow apices and a category 1a at the inflow apices. Relation to tracking difficulties - a retrospective review of alterra complaints was performed to identify similar occurrences of a delivery system component, commander ds, alterra ds, or pds, catching on the prestent during advancement to deploy the 29mm s3 valve or during withdrawal of the delivery system. However, it cannot be concluded that there is a correlation between interactions of the delivery system with the prestent to the category of penetration. Additionally, product risk assessment (pra) was initiated to assess the risks associated with the frame penetrations. As seen in the provided imagery, nine stent apices were observed penetrating at the inflow and seven stent apices. Per the training manual, the alterra apices are designed to engage with anatomy to assist in initial placement and acute stability. Apex engagement with the anatomy is critical for prestent fixation and to avoid migration. The investigation documented in the ts did not reveal any manufacturing non-conformities or procedural related events which could have resulted in the reported complaints. The design of the prestent with outward flared/pointed apices as well as chronic outward force can be identified as potential root causes to the occurrence of penetrations in patients. Since no edwards defects were identified, no corrective/preventative actions are required.